Manufacturer narrative:
Findings: all buttons functioning properly. However, found unlocked j2/lcd keypad connector during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. (B)(6) 2014. (B)(4).

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 302mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.